Event description:
It was reported by the independent repair statement that the unit is alarming or has a red light and the manifold valve is not shifting. No patient injury alleged, no additional information provided.